Event description:
It was reported that this patient had received inappropriate shocks for atrial fibrillation (af). The event appeared to show some aberrancy. The device was programmed to secondary vector and the caller inquired about programming options. A boston scientific technical services consultant reviewed the event which showed the onset had a good amplitude signal but around the 20 second mark, the aberrancy began. The rate was slow enough that the device could manage the rhythm but at the 37 second mark, the rate increased and was more sustained and this is when the device began to double count. Increasing rate zones probably would not benefit here. Could consider a different vector but could not guarantee that the same thing wouldn't happen again. A treadmill test was also suggested; however, the patient is an amputee. The caller will discuss the observations with the patient's physician. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had received inappropriate shocks for atrial fibrillation (af). The event appeared to show some aberrancy. The device was programmed to secondary vector and the caller inquired about programming options. A boston scientific technical services consultant reviewed the event which showed the onset had a good amplitude signal but around the 20 second mark, the aberrancy began. The rate was slow enough that the device could manage the rhythm but at the 37 second mark, the rate increased and was more sustained and this is when the device began to double count. Increasing rate zones probably would not benefit here. Could consider a different vector but could not guarantee that the same thing wouldn't happen again. A treadmill test was also suggested; however, the patient is an amputee. The caller will discuss the observations with the patient's physician. No adverse patient effects were reported. According to additional information, the battery life estimate of this subcutaneous implantable cardioverter defibrillator (s-ICD) decreased 21 months in a time period of 9 months. Engineering analysis on a device save-to-disk data confirmed that there was premature battery depletion (pbd). Technical services (ts) recommended device replacement. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.